Event description:
In 2008, the lay user/pt contacted lifescan (lfs) alleging that the one touch ultra2 meter could not power on. The complaint was classified based on the customer service representative (csr) documentation. According to the pt, the alleged issue first occurred on the same day at 12:50 pm. As a result of the reported meter issue, the pt reported no changes regarding her diabetes treatment. The pt, however, reports developing symptoms of "tingle in feet, blurry eyes, and weak" after the alleged meter issue. The pt reports no medical intervention as a result of the alleged issue. The pt tests her blood sugar at least four times a day and takes pills along with diet and exercise to manage her diabetes. The condition of the battery was good, and it was properly installed and replaced per the owner's manual. This was not a new out of box product. The meter did not power on when the power button was pressed nor when the test strip was inserted all the way into the test strip port. The patient's products are being replaced. This complaint is being reported due to the following conclusions: the alleged issue was not resolved with troubleshooting. The patient's reported symptom of "blurry eyes' can be associated with a life-threatening injury and it reportedly developed after the reported issue.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or stirps do not pass inspection, lifescan will inform FDA of the results in a supplemental report.